Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device during a therapeutic (est) endoscopic biliary sphincterotomy procedure the knife broke when energized. The intended procedure was completed with a similar device. There was no report of patient harm.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the covering of the knife wire was peeled and dislodged. A definitive root cause could not be identified. Based on the results of the investigation, it was determined the malfunction occurred due to some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from the endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.